Event description:
The surgeon inserted a 12.0mm implantable collamer lens model icm120v4 in 2005 and explanted the lens 10 days later and replaced it with a 12.5mm implantable collamer lens model icm125v4. It was explanted due to an inadequate vault of the lens, which resulted in an anterior subcapsular opacity.